Event description:
It was reported that the cassette attachment error occurred. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg; 7/24/2025. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed for device analysis. The reported customer complaint was confirmed. It was found that the downstream occlusion(dso) sensor was defective. The dso sensor was replaced.